Manufacturer narrative:
Concomitant medical product: cmrm6133eu envelope implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the right atrial (ra) lead exhibited a loss of capture even with the highest output. The atrial output was reprogrammed to a minimum and the ra lead remains in use. The patient is a participant in the(B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead issue was caused by dislodgement.